Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received thirteen 138104 returned unopened in original packaging. The lot number of the device ¿ 201909161 was verified. A visual inspection found the heat seal on the packaging of ten devices was slanted and left a gap in the corner. Two devices were encroaching into the seal on the packaging and the packaging of the last device had an open hole. A functional test was performed, the packaging of the twelve devices without an obvious breach was dye leak tested which indicated nine of the twelve had an insufficient heat seal. Three did not have any defects. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 84 complaints, regarding 410 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should never be used when: there is visible of damage to the exterior of the device such as cracked or damaged plastic; these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, catalog # 138104, lot 201909161, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). The completion of the device evaluation confirmed an insufficient heatseal; therefore, this complaint meets the criteria for a reportable event. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.